Manufacturer narrative:
Event date was reported as (B)(6) 2020.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had a watchman laa closure device implanted 4 years ago. In (B)(6) 2020 the patient experienced a cerebral vascular accident and was restarted on blood thinner medication.